Event description:
The customer reported the system was mixing patient saved images. The system was also displaying poor image quality. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, image processor, and power supply were replaced. The system was then found to be operating as intended.